Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display, bad battery, weak battery, and battery lasting less than a week. The blood glucose at the time of the incident was 202 mg/dl. The customer states she is having issues with the insulin pump; new batteries are inserted and have two be changed the following day. After inserting a new battery the display went blank. Troubleshooting was performed and the display did return. The history was reviewed and noted multiple low battery alarms, weak battery and bad battery alarm. There was no troubleshooting performed for the bad battery alarm. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.